Manufacturer narrative:
Concomitant medical products: 402358 lead, implanted: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. It was also reported that a polarity switch occurred. Reprogramming was attempted but was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further monitoring indicated that the reprogramming was successful and the product remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.